Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional and a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's ins was shocking them and that they were unable to adjust stim or turn it off. The patient was 'locked out' and could not get to their therapy screen. The patient controller was showing a screen that said the 'system cannot be controlled,' but the error code was unknown. Follow-up was conducted with the rep. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient had been increasing the stimulation when it "froze." It was reported that the patient continued pressing the increase stimulation button after the device froze, and the screen locked them out. The stimulation continued to increase and the patient had no control. It was reported that the controller showed a "contact [manufacturer]" screen and the code that was seen was 71. The battery pack was taken out of the controller and replaced and the issue was resolved. No further complications are anticipated.